Event description:
Info reported verbatim via (B) (4)/medwatch report: "the pt presented to the operating room for an elective right inguinal hernia repair with mesh. The case was completed in normal fashion without known incident. The pt then returned to the hospital 4 days later with right groin pain. The right groin area was determined to have a deep wound infection with (B) (6). The pt returned to the operating room to have the mesh removed. The surgeon found the infectious material very deep into the wound and in the deepest aspect of the mesh plug. The surgeon feels that the mesh plug was contaminated, thus causing the infection." (B) (4).

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all, pt, event and device's info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.